Event description:
A 33-week gestation twin b with right umbilical artery catheter insertion at 12:00 pm. Catheter inserted to 16cm and secured with tape and purse-string suture. Follow-up x-rays confirmed proper placement. At 2:00 am 2 days later, the area around the catheter was wet and the decision was made to discontinue it. While untaping the catheter, the umbilical artery began to bleed around the catheter. Pressure/gelfoam gauze dressing was applied to the site, and when the dressing was removed, it was noted the catheter was severed at the 15 cm mark. Attempts to expose the umbilical artery to retrieve the retained portion of the catheter were unsuccessful, and the infant was transferred to a facility with backup pediatric cardiothoracic surgery capability for removal. The uac was removed intact via a right carotid artery cutdown.